Manufacturer narrative:
B5: the lens was removed and replaced with a smaller size lens. The problem was resolved. The post-op results were vault is 75%, ucva 20/100, bcva 20/80, no edema and ac is clear. At the (B)(6) 2022 post-op visit, the patient was ucva 20/70 -2 @ distance and near was cf. His refraction was +1.25 -0.50 x 077, bcva 20/70 and the vault was at 100%. Patient will return for a yag pc on (B)(6) 2023 due to pigment dusting across the icl. The patient is doing well. Claim # (B)(4).

Manufacturer narrative:
Patient weight: unk. Patient ethnicity: unk. Patient race: unk. Explant date: unk. Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -11.50/+2.0/088 (sphere/cylinder/axis) into the patients right eye (od) on (B)(6) 2022. The lens had excessive vaulting and the patient experienced glare/haloes and blurred vision. The lens remained implanted. The cause of the event was unknown. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Claim#: (B)(4).